Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the shunt vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst before reaching nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip, confirming a leak in the device. The rated burst pressure for this device is 14 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft, that were visible to the investigator. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the shunt vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst before reaching nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.